Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon checked the arm guide for navigational accuracy. The surgeon noticed that accuracy was off so they redid the snapshot. The site checked the accuracy again, and it showed off in regards to the pointer being in the divot on the arm guide, but accurate to the patient anatomy. The site decided to proceed since navigation was accurate to patient anatomy. The deviation was less than 3.5 mm. There was no patient harm and the procedure was delayed by five minutes.